Manufacturer narrative:
Inserted a test sc1-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked select, down, up keypad buttons. The pump was received without a battery cap. The pump passed the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, and active current measurement tests; it failed self test because the vibrator failed to vibrate when it was supposed to. No pump errors 53, 19, and 81 occurred during testing. No pump error 25 was noted during testing, in the adapt tool, or in the power management graph. Thump software was utilized and uploaded trace/history files properly. The adapt tool confirms that pump error 53 (filenumber = 4, linenumber = 2594) occurred on 08/25/25 @ 09:34:57 & 09:47:00, pump error 19 occurred @ 08/25/25 09:37:26, and pump error 81 occurred @ 08/25/25 09:33:56. The case was cut open. Did not note any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards, assemblies, and the motor inside the pump. After swapping boards and cases and running the self test again, the lack of vibrations is due to the case which is where the vibrator is located. In summary, the customer¿s report of pump error 25 was not confirmed but that of pump errors 53, 19, and 81 was confirmed in the pump's history. According to the software r&d pump analysis log, pump error 53 (filenumber = 4, linenumber = 2594) is due to a hardware issue. According to the adapt tool pump errors 19 and 81 are also due to the hardware. The lack of vibrations during the self test is due to a broken vibrator. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received multiple pump error like pump error 19 (generated if minute event is not received from motor processor or the sw watchdog task is not running properly.), pump error 25 (this alarm is generated when a power system error (back up battery fails) is detected and this error does not prevent the pump from running.), pump error 53 (software error detected) and pump error 81 (the motor processor did not ack a command from delivery manager in reasonable time. Data in alarm can identify which command it was.). The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed. The customer reported receiving a power error detected alarm. The customer was able to clear the alarm and complete rewind, but troubleshooting did not resolve the issue. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1886 was requested, and the customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.